Event description:
It was reported the incision site from a prior surgery was red and as precaution oral antibiotics were prescribed. Follow-up identified the physician confirmed infection at the lead site. The pt was admitted to the hospital overnight to have the area washed in addition to a PICC line implanted. The pt was implanted with a new scs system on (B)(6) 2013.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product log. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.